Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box."

Event description:
It was reported that the patient underwent transurethral prostatectomy on (B)(6) 2022, and at 9:36 am, they used a disposable foley catheter for urinary catheterization to prevent urinary retention and prevent postoperative blood clots from blocking the urinary tract. The catheter fell out due to the rupture of the balloon, the doctor immediately performed a second catheterization for the patient, and the new catheter worked well. The patient was normal after recatheterization. The patient had no symptoms at 6 pm on (B)(6) 2022. It was stated that the rupture of the balloon leads to spontaneous slippage, which might cause postoperative urinary retention. It was also stated that the second catheterization by the doctor would cause discomfort to the patient, and repeated catheterization might also lead to possible urethral injury. Per additional information via email from ibc on 15dec2022, the patient didn't have any urinary retention due to balloon rupture; the patient didn't have any discomfort due to balloon rupture; and no patient had any urethral injury due to balloon rupture.